Manufacturer narrative:
The glucose reagent lot number and expiration date were not provided. A field service engineer (fse) found a bent cover, misadjusted rinse tubing, and a clogged sample probe. The fse replaced the sample probe and cover and adjusted the rinse tubing. They ran successful mechanism checks, air purges, and a 21-cup precision qc check. The investigation determined that the service action resolved the issue.

Event description:
There was an allegation of questionable glucose results from the cobas 8000 c 502 module, results were only provided for 1 patient. The initial result was 9 mg/dl, and the repeat result from another c 502 was 142 mg/dl. The repeat results were deemed to be correct. The questionable results were repeated because the customer noticed the very low result and had three other instances of very low results that repeated "normal". They were not released outside of the lab.